Event description:
Reportedly, when an attempt to cardiovert the patient was made, a device connect electrodes message was displayed. The therapy cable was removed and standard paddles attached to the device. The device was then used to successfully cardiovert the patient. The patient was resuscitated.